Event description:
It was reported the pt lost stimulation coverage three weeks ago. All of the pt's programs are auto-reducing. Diagnostic testing revealed all contacts, except one, are invalid. Reprogramming was able to provide therapy to only the right side. The pt has not yet decided what, if any, course of action he will undertake. Note the pt received to leads from the same lot.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.